Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi has received the iesu generator; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was not able to use the erbe for monopolar energy due to the grounding pad not being recognized. The site had changed out the grounding pad and moved pad placement on the patient. Intuitive surgical, inc. (Isi) technical support engineer (tse) ended the call but called back to confirm settings. The isi tse had the site check grounding pad icon on screen and found erbe was set up for single pad and not dual pad. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.